Event description:
Customer reports that the insulin pump is unresponsive when he touches the keys. Customer is also reporting some cosmetic damage near the battery compartment. Customer declined to provide his blood glucose level. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with a frozen screen on full segment display due to faulty connector. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube and cracked reservoir tube lip. Unable to confirm keypad anomaly due to frozen screen. Insulin pump had moisture damage noted on keypad traces during visual inspection.